Event description:
Patient reported the infusion set cannulas have leaked insulin, near the adhesive for the past 2 weeks. The leaks occur during bolus delivery, and after the infusion set has been in use for approximately 1 day. An insertion device is used to insert the headset, and his endocrinologist has confirmed his technique is correct. Patient provided a recent example. His blood glucose was 7.8 mmol/l (140.4 mg/dl) on (B)(6) 2012 at 8:00 a.m. He delivered a bolus of 5 units, 3 times within 15 minutes. He noticed insulin leaked at his infusion site and was unsure if any insulin was delivered. He ate breakfast, and his blood glucose elevated to 16.7 mmol/l (300.6 mg/dl) around 10:00 a.m. He delivered a correction bolus of 9.9 units around 10:20 a.m., and another 2.6 units at 1:00 p.m. His blood glucose at that time was 12.6 mmol/l (226.8 mg/dl). He spoke with his endocrinologist and changed the infusion set. The infusion sets were requested for evaluation. He did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
The complaint describing a leak on the head set cannot be verified, the head set meets product specifications. No sample was received for examination. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The problem mentioned by the customer could not be reproduced.